Manufacturer narrative:
An ocd field engineer visited the customer site and verified that the probe was bent. The fe replaced the probe, syringe, wash station and performed the necessary adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.

Event description:
The customer reported that the ortho provue analyzer leaked fluid into the dilution cup and reagents on board the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.